Event description:
It was reported that the handpiece was leaking oil during set up for the procedure. There was no patient involvement, and no adverse consequences were alleged.

Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation. According to the quality engineer, there was evidence of old oil in the exhaust hoses. When the oil reaches a sufficient quality, it can then start leaking out during sterilization. The dynamic seal and various other parts were found to be worn and were replaced.